Event description:
It was reported that customer experienced difficulty during cartridge changes, including not seeing insulin drops at the end of tubing during the fill process and noticing that pump insulin gauge displayed a lower amount than expected shortly after a fill. There was no adverse impact to the customer's blood glucose level. Customer reverted to backup omnipod pump, received education on using room temperature insulin when filling cartridges, loaded new cartridges to address the issue, and pump was ultimately replaced via service request, after which no additional assistance was needed.